Manufacturer narrative:
This supplemental report is being submitted to provide the correction of the initial MDR and the legal manufacturer's final investigation. Corrected fields: h6 (medical device problem code 1183-no display/image, was added) and h10 (medical device evaluation must add the following: the costumer's complaint was not confirmed). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eleven (11) years since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "scope detection not working " issue could not be identified and the probable cause of the "no image" malfunction would likely be a faulty printed circuit board (cm board). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the evaluation found that there was no image displayed due to defective printed circuit board. The video connector socket was worn out. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The customer reported to olympus, that the video system center did not recognize the videolap. The event was found during preparation for use. There were no reports of patient harm.